Event description:
It was reported that pump screen was dark and would not turn on despite multiple attempts to power it on, including removing pump from case, pressing button as instructed, and connecting to known working power source, with only red light blinking around button. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump with updated software, provided instructions for placing malfunctioning pump into storage mode and returning it within specified time frame, and advised customer to reprogram pump settings and reconnect continuous glucose monitor once replacement pump was received.